Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all the stations were on disconnected mode. The technical support specialist checked downtime script and verified all the services to resolve this issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation system all the stations were on disconnected mode. The customer stated that this malfunction caused a delay to the patient. There were no adverse events or injuries reported based on this incident.